Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 2 months after the dental implant was installed in intraoral region #26, it was verified its' non osseointegration. 60 ncm of primary stability was achieved & immediate load was performed. The implant was carried out immediately, even with lesion in the region.